Event description:
The customer received blood glucose readings of 54,52 and 46mg/dl on the contour next link, re-tested on a different meter and the reading was 293mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. A new meter was sent to the customer.